Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shocks were observed due to oversensing on the ventricular channel during follow-up in clinic. Lead damage was suspected. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. Patient was stable.